Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection showed defective on the downstream occlusion (dso) sensor. This indicated a reportable malfunction due to the defective on the downstream occlusion (dso) sensor, and the reported issue was duplicated. The cause of the reported issue was a delaminated downstream occlusion (dso) seal. The downstream occlusion sensor was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because of a delamination downstream occlusion seal. Upon physical inspection, a defective downstream occlusion sensor (dso)was found. There was no patient involvement, no patient injury was reported.